Manufacturer narrative:
(B)(4). Concomitant medical products: 00998201518 ¿ taper stem ¿ 60157918; 00801803201 ¿ versys femoral head ¿ 61383313; 00620005823 ¿ shell ¿ 68336669; 00632005832 ¿ liner ¿ 60468477. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the stem identified the fracture of the proximal end of the stem mating to the cone body juncture. Bio debris, gouges, scratches and nicks were identified on the stem and the body. The stem was sent to sem for fracture analysis and the analysis identified the stem taper broke below the junction with the proximal body and the fracture surface shows fracture artifacts consistent with a fatigue fracture, possible originating in the multiple locations and then fractured the rest of the way with the fast fracture. The taper fracture shows fracture artifacts consistent with a fatigue fracture. The distal end of the stem shows good bone ingrowth and the proximal portion does not show residual bone ingrowth. Review of surgical notes indicate the patient underwent a revision of the right hip due to fracture of the stem. It was noted that the posterior capsule was deficient. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to a related issues for which zimmer initialed a voluntary device correction of the labeling of zmr porous revision hip prosthesis and zmr revision taper hip prosthesis in (B)(6) 2011. A field action was conducted in which the associated labeling to provide further instructions, particularly as it relates to ensuring full proximal support is achieved. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2013-01030.

Event description:
It was reported that patient underwent a revision surgery approximately 3 years post implantation due to implant fracture.